Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated alarms for fluctuating peep (positive end expiratory pressure). There was no patient harm. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). Our field service engineer (fse) could not reproduce the reported issue. The ventilator passed all safety and functional tests and was cleared for clinical use. No parts were replaced. The ventilator logs were downloaded. Evaluation of received ventilator logs was performed. Alarms for high and low peep were generated on the reported event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check prior and after the event date. The root cause of the reported event has not been determined. There is no indication of ventilator malfunction.